Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement. The target nodule was in the right upper lobe. The procedure was completed as planned with no delays. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Further details were not provided.

Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.